Manufacturer narrative:
Initial reporter unknown at the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) would not boot up and displayed an error for the configuration file. There was no patient present.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Through functional testing and visual/ physical examination it was determined that there was a cpu malfunction with the component that confirmed the reported complaint of the mobile view station (mvs) not booting up. If information is provided in the future, a supplemental report will be issued.